Event description:
It was reported that a patient using the ilet bionic pancreas experienced hyperglycemia, with a blood glucose of 327 mg/dl, while using an infusion set; troubleshooting and education were completed, and the issue cause was unclear. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included customer support assessment via troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.